Event description:
Alleged pt injury during a navigated fess case with dr. The site reported to have scanned the pt using a xoran scanner and used tracer as their method for registration. The site also reported that the system appeared accurate on the anterior surface of the face, but did notice some discrepancies further posterior on the face. They continued to navigate, but igs was aborted due to apparent pt injury. Further info indicates that the sinus artery was severed in pt with posterior bleeding behind the eye. Pt had multiple post-op procedures to relieve pressure behind the eye as well as artery ligation.

Manufacturer narrative:
Surgeon did not follow recommended instructions to abort use of application if navigation seems inaccurate nor did the surgeon contact mnav for assistance. Pt experienced pressure behind eye, which required a secondary procedure (not navigated). Pt's prognosis does not indicate any permanent damage.